Event description:
It was reported that the insulin pump had a loose drive support cap and had alarmed for a compromised force sensor system. The blood glucose reading was 176 mg/dl. The insulin pump was replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had cracked battery tube threads, a broken belt clip slot, minor scratches on the display window, cracked case at the display window corner and scratched reservoir tube window.